Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available.

Event description:
New information received noted the pacemaker was explanted and replaced on 13 sep 2024. Patient was stable before, during, and after the procedure,